Event description:
It was reported that: "last week we had two different anesthesia providers have issues w/ spinals not working and they believe it was the drugs in the kit.' I spoke with our chief of anesthesia, and he confirmed that the bupivacaine had no effect on the patients, and the kits themselves were fine." There was no reported patient harm or consequence. They were reproted as fine psot the procedure. Associated complaints: 9680794-2025-00402 and 9680794-2025-00403.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The potency of bupivacaine meets the requirements as per the product quality specifications. A device history record review could not be performed as no lot number was provided by the customer. Therefore, the potential cause of this complaint could not be determined based upon the information provided and without a sample. No further action is required at this time. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "last week we had two different anesthesia providers have issues w/ spinals not working and they believe it was the drugs in the kit.' I spoke with our chief of anesthesia, and he confirmed that the bupivacaine had no effect on the patients, and the kits themselves were fine." There was no reported patient harm or consequence. They were reproted as fine psot the procedure. Associated complaints: 9680794-2025-00402 and 9680794-2025-00403.